Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Device was not returned to manufacturer for evaluation. A review of MRI images dated 2007, showed collected fluid posterior to the interbody devices extending from l3 to l5 and perhaps all the way to s1. Investigation of the reported occurrence did not conclusively identify the causative mechanism of the reported observation.

Event description:
It was reported that the patient underwent a two-level tlif with posterior instrumentation and fusion at l4-s1 using rhbmp-2/acs and peek vertebral body spacers. At an unknown time post-op, the patient began complaining of radiculopathy. An MRI performed at that time showed a large membrane bound fluid collection that extended posteriorly behind the screws from l3-s1. The encapsulated fluid collection appeared to extend towards the disc space on the same side as the approach for the tlif. The initial incision appeared to be healing normally. A surgical intervention was performed approximately 12 weeks post-implantation to decompress and drain the fluid collection. Approximately 40 cc of fluid were extracted. The fluid was described as straw colored. Once through the membrane, direct visualization of the pedicle screws was possible. A membrane over the annulatomy obstructed the view of the interbody devices. The membrane was a soft, pliable, fibrous tissue with no visible signs of bone formation.